Event description:
A distributor returned battery pack sn (B)(4) and reported that the battery pack was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to properly connect to a monitor or battery charger/ the battery connector was physically damaged. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective battery pack.